Manufacturer narrative:
Due to no photo or sample being received, the customer's complaint of leakage could not be verified. A device history record review could not be performed because an accurate lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the smartsite vialshield 20mm closed vad experienced leakage, component separation, and device damage/deformation. The following information was provided by the initial reporter: carefusion vialshield 20 mm device is part of a closed system transfer device to be used in the preparation of chemotherapy in a pharmacy the connections on the device are supposed to be sealed by glue and were separating once a syringe was attached this occurred with 2 products and a 3rd one broke at the connection and lead to a small chemo spill staff was instructed to hold device at the connection to assume it wasn't sealed at manufacturer's product was intended

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the smartsite vialshield 20mm closed vad experienced leakage, component separation, and device damage/deformation. The following information was provided by the initial reporter: carefusion vialshield 20 mm device is part of a closed system transfer device to be used in the preparation of chemotherapy in a pharmacy the connections on the device are supposed to be sealed by glue and were separating once a syringe was attached this occurred with 2 products and a 3rd one broke at the connection and lead to a small chemo spill staff was instructed to hold device at the connection to assume it wasn't sealed at manufacturer's product was intended